Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the needle on a bd insyte autoguard bc shielded IV catheter did not retract during use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported the needle on a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The initial lot number reported is an invalid lot for this product. Medical device lot #: unknown.

Event description:
It was reported the needle on a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was no conducted because the lot number provided for this incident was invalid. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was not conducted for this MDR-level a investigation because the lot number provided for this incident was invalid. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: confirmation of the alleged defects stated in the description of the complaint could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the reported incident. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported the needle on a bd insyte autoguard bc shielded IV catheter did not retract during use. There was no report of exposure, serious injury or medical intervention.